Event description:
It was reported by the patient that he had a water vapor therapy procedure and has not been schedule for a post procedure appointment or seen his physician since the procedure. Nine days post procedure he had his catheter removed by home health. He also stated that he passed small blood clots, which have cleared. Fourteen days post procedure the patient started to experience a bit of retention. No further information has been provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.